Event description:
It was reported that swg did not go into the catheter so that the user checked the catheter and found that the tip was damaged. Therefore, it was replaced with a new catheter.

Manufacturer narrative:
(B)(4) the customer returned one multi-access catheter (mac) with the dilator advanced through the body for evaluation. Visual examination revealed that the dilator tip was deformed/damaged. Microscopic examination confirmed the damage and revealed signs of use in the form of dried blood on the catheter body. There are white stress marks around the damaged tip indicating the application of stress or resistance to this area. The tip defect is consistent with damage resulting from an attempted insertion. No other defects or anomalies were observed. The dilator body length from the hub to the tip, and the inner and outer diameter of the dilator were measured and all were found to be within specification. The dilator tip dimensions could not be accurately measured due to the damage. The dilator was able to move within the hemostasis valve and body of the catheter with minimal resistance. A lab inventory 0.035" guide wire was able to pass through the dilator with minimal resistance. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit describes proper techniques for dilator insertion. The IFU instructs the user to "thread tapered tip of dilator/access device assembly over spring-wire guide. Grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to facilitate advancement of access device through tortuous vessel." The customer reported complaint of dilator tip damage was confirmed through evaluation of the returned complaint sample. The dilator tip material was split and pushed back with white stress marks indicating the application of stress or resistance to this area. The returned dilator met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the sample as received and the nature of the defect, it was determined that unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that swg did not go into the catheter so that the user checked the catheter and found that the tip was damaged. Therefore, it was replaced with a new catheter.